Event description:
Healthcare professional reported left side "capsular contracture" baker grade unknown. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Deformation observed. Wear abrasion observed. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo device evaluation: "visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observation: red particles observed on the surface of the shell. Deformation observed. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed." The event of "capsular contracture" baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture" baker grade unknown.

Event description:
Healthcare professional reported left side "capsular contracture" baker grade unknown. Device was explanted and replaced.